Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issues and material rupture could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issues and material rupture as they were not confirmed during return device analysis. The account confirmed the correct device was returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and non-calcified left anterior descending coronary artery. A 2.5x48mm xience pro stent delivery system (sds) was prepped prior to use without issue and advanced without resistance. The sds was unable to hold pressure and failed to inflate, but no leak was noted on the balloon. The sds was removed without any issues. A new same size xience pro sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.